Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause and treatment of the peritonitis were not reported. Seven days after event onset, the patient was hospitalized for the event. At the time of the report, the patient was recovering. Action with pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information : the cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. Seventeen days after event onset, pd therapy was discontinued. One month after the onset, antibiotic treatment was stopped, patient¿s catheter was removed and the patient was switched to hemodialysis (hd). At the time of this report, the patient has not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.